Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were placing a hemofiltration catheter for a patient, after the puncture step was completed and the guide wire was entered, they found that the guidewire could not be twitched and was stuck with the puncture needle together. It was stated that it could not be pulled in or out, advanced or retreated and it could not be used after repeated adjustment. They immediately replaced it with a new catheter package and the catheter was successfully placed. There was no reported patient injury.